Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the main processing unit was replaced. The programmer also failed functional tests during final test, so the link electronic module (lem) circuit board was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power up to the home screen. The programmer has been returned. There was no patient involvement.